Event description:
It was reported that the user was driving up a steep driveway on a tdxsp powered wheelchair and when he let the joystick go, the chair rolled backwards and flipped over. The user was not injured.